Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced unit with a working unit and performed leak tests in cart and rescue with passing results. The unit failed pim leak test; to address the issue the stm replaced the pneumatic module assembly. The stm observed severe damage to pim fitting where catheter connects to unit and tool marks were observed on nylon fitting where it appears someone attempted to unscrew the fixed nylon fitting causing damage to fitting. After replacing the pim all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) kept alarming helium alarm, the staff later reported to the stm that gas loss alarm was reported. There was no harm or injury to patient and no adverse event was reported.